Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: a review of the pump black box revealed a motor rewind error. The pump powered with the returned battery cap. The pump was exercised with the returned battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The cs 078 was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.